Event description:
It was reported that two periosteal elevators were found with their handles cracked and leaching a brown color. They cannot be used for surgery. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number provided could not be verified; therefore, further investigation cannot be performed. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
This is report 1 of 2 for this complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation showed that the handles are cracked. The elevator corresponds to drawings and processes at the time of manufacture. The exact age is not possible to determine but it appears to be very old. It is concluded that this complaint is invalid from a manufacturing standpoint.